Event description:
A (B)(6) patient had severe symptomatic aortic stenosis. Surgeon discussed risks and benefits with patient who consented to proceed. Patient expressed that he wanted to use a tissue valve. In the operating room, it was discovered that the patient had severe calcification of the aorta and aortic annulus. Extensive debridement was performed. The valve was sized to a 21 magna valve. Implanted magna edwards tissue valve, serial #: (B)(4), per routine. After closing the heart, and coming off heart / lung support, the transesophageal echo showed significant leak within the valve necessitating going back on heart / lung machine and examining the valve. No gross defect in the leaflets was identified and readjustments of closure did not influence the leak. The valve was removed and replaced with similarly sized edward perimount valve. The patient came off the heart / lung machine and the echo showed no leak.